Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 38 mg/dl. The customer treated with food. The customer's current blood glucose is 140 mg/dl. The customer stated that the pump went into threshold suspend and gave her no warning. The customer reported the drive support cap to appear normal. The customer will call back to troubleshoot. The insulin pump will not be returned for analysis.